Event description:
It was reported that a malfunction occurred with a pump device, specifically noting a code labeled malf 0-0x277d. There was no reported adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced, and they switched to multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address, instructed the customer on how to put the pump into storage mode, and arranged for the problematic pump to be returned within ten days using a prepaid label. A replacement pump was sent to the customer.